Manufacturer narrative:
The device was not received for evaluation. A review of the device history record of the reported serial number showed no related defects were found during the manufacturing. The device was released for distribution having met all product design requirements. A device history review of the database showed no other complaints of this nature for the reported serial number. The available information does not indicate that a product malfunction occurred. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) regarding a (B)(6) year old male with recent onset of chest pain and a medical history of coronary artery disease with multiple percutaneous stents, chronic obstructive pulmonary disease, peripheral artery disease, sleep apnea, hypertension, cardiomyopathy and tobacco abuse (~2 packs/day), who stated the patient had high venous pressure during hemodialysis therapy and was transported to the emergency room on (B)(6) 2019. Additional information was received (B)(6) 2019 from the htn which revealed the patient lost consciousness and was incontinent during treatment, followed by nausea, vomiting and diaphoresis. Treatment was terminated without rinseback and he was admitted to hospital with chest pain and new ECG changes. A cardiac catheterization was performed with percutaneous coronary intervention (pci) and stent placement in the left circumflex artery. The patient recovered and was discharged in stable condition on (B)(6) 2019 to continue hemodialysis treatments using the nxstage system.